Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporter phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed on part # 356.818, lot # 2574839: manufacturing location: (B)(4), manufacturing date: 22 march 2010. No non conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was performed. Beside part 356.817 / buttress / compression-nut all below listed parts are blocked together and all attempts taken to dismantle the devices failed. A manufacturing determination therefore cannot be drawn. All devices show various damages and marks which were caused post-manufacturing. As the pfna blade thread is blocked on the impactor thread these devices are the reason of blockage. 03.010.410 / lot unknown / impactor because of the blocked protection sleeve on the shaft of the impactor the lot number is not visible and unknown. The manufacturing documents therefore could not be reviewed. Only the plastic handle is visible on the construct; besides some hammering marks the plastic handle is intact. 04.027.054s / lot l145622 / pfna blade. The pfna blade is blocked together with the impactor. The pfna blade is in unlocked position; the front part can be freely rotated. There are several marks and damages visible on the blade. One of the four helix blades is damaged at the run-in area. The manufacturing documents were reviewed and no complaint related issues were found. 356.818 / lot 2574839 / protection sleeve the protection sleeve is blocked on the implactor. The outside thread of the protection sleeve shows several heavy hammering marks; the outside thread for the buttress / compression-nut therefore does not function anymore. 356.817 / lot 2518403 / buttress / compression-nut the buttress / compression-nut could be separated from the construct. It shows hammering marks allover and the inside threads are worn. The dimensions cannot be checked to post-op specifications before damage anymore. Overall conclusion: the blocked condition of received products and the visible damage and hammering marks all over the construct does not allow a manufacturing determination and with the available surgical event information no root cause definition is possible. The complaint is confirmed as the devices are blocked together as complained. The most probable root cause is excessive force through the method of use and associated accumulated damage and wear. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 a patient underwent a surgery for femur trochanteric fracture. During the procedure, after the surgeon inserted the blade, he locked it but he couldn¿t pull the impactor out. Then he reattached to extract but failed. Once he managed to remove the impactor, and he attempted to detach the blade from the impactor but he couldn¿t as well. Since the operation didn¿t proceed at all, the surgeon used a different sized blade and completed the surgery. There was a surgical prolongation of five (5) minutes reported. There is no information available about patient and surgical outcome. This is report 2 of 3 for (B)(4).